Manufacturer narrative:
Initial report sent to FDA on 10/26/2009.

Event description:
Procedure: vats. According to the reporter: the device could not be removed from tissue. Surgery time extension was reported as 15 minutes. Additional blood was reported as 300cc. The product was removed from tissue with another stapling device.